Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to a high blood glucose (bg) level of over 500 mg/dl and high ketones. In addition the customer sustained a kidney injury. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the cause for the reported issue was due to a cartridge alarm occurring. Reportedly, the customer reverted to an alternate method for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.